Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal denka company limited swab. Repeat testing was performed generating negative results. Pcr confirmation testing was performed at public health center however the results were not provided. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
After further investigation it was found that this case is a duplicate of case: (B)(4). Please refer to manufacturer report number's 1221359-2021-02078, 1221359-2021-02079, 1221359-2021-02080 for all investigation findings.